Event description:
It was reported that the patient presented in the clinic after receiving a high impedance alert. The impedance values appear to be localized to the svc. It is believed that the set screw may not be tightened all the way down. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.